Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad buttons were "sticking and worn." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, all the buttons responded properly. The keypad cover was removed and contamination was found on the button contacts. Unrelated to the complaint, evidence of moisture was observed in the battery compartment. The pump failed a leak test due to cracks in the battery compartment. The battery cap had stripped threads and was unable to secure on to the pump. A test cap was used to complete investigation. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.